Manufacturer narrative:
An abbott field service engineer (fse) was dispatched to troubleshoot the issue. A shift low in qc for stat high sensitive troponin-I and total b-hcg was also observed. The fse discovered gel on the stat probe (list number 08c94-47) that was likely from a gel separator tube. The probe was cleaned and the system was verified as operational after running comparison samples with a separate architect analyzer. The probe was considered the likely cause for the discrepant results. A review of the service history for the analyzer identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results since the stat probe was cleaned. Historical quality metrics were reviewed and no adverse trend was identified for the customer issue or the stat probe with regard to discrepant results. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that incorrect architect stat high sensitive troponin-I results were reported out of the laboratory. All results were corrected before being acted upon. No adverse impact to patient management was reported. One example was provided. An initial negative result of 34 ng/l retested positive at 52 ng/l. The customer uses a cutoff of 35 ng/l.